Event description:
The initial reporter advised shiley that a patient had their bjork-shiley 60 degree convexo-concave mitral heart valve replaced due to an alleged outlet strut fracture. According to a copy of a pathology report forwarded to shiley by the initial reporter, the preoperative diagnosis was mitral valve stenosis. Subsequently, copies of medical records were received from the intitial reporter which indicated that the patient presented with headaches, malaise and hypotension upon admission to the emergency room. The patient developed cardiogenic shock and mitral regurgitation and was taken to surgery to replace the mitral valve. The patient returned to surgery 3 days later to undergo a "left thoracotomy and an aortotomy for retrieval of the valve disk". The patient survived both surgeries.